Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Evaluation of the customer samples was performed and sleeve fall off was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a sleeve falling off during use. The following information was provided by the initial reporter: connected with single use holder and terumo tube. The rubber sleeve was detached.

Manufacturer narrative:
Medical device type: jka, fpa. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a sleeve falling off during use. The following information was provided by the initial reporter: connected with single use holder and terumo tube. The rubber sleeve was detached.